Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and air bubbles anomaly. Customer's blood glucose level was 502 mg/dl. Customer treated their high blood glucose via correction bolus. Troubleshooting for air bubbles anomaly was performed. Customer changed out their reservoir and site however they had air bubbles. Customer advised they had both big air bubbles and champagne sized bubbles. Customer was advised to deliver a fixed prime until air bubbles were no longer visible. Customer tapped the reservoir to gather the bubbles into one large. Customer advised the air bubbles did not persist after they changed out their set.